Event description:
The child hit his head on (B)(6) 2023, which was considered minor and no concussion resulted. There was no markings on head as well. The user reported poor sound quality with the device and has had degradation of speech via speech therapy session recordings. Re-implantation is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child hit his head on (B)(6) 2023, which was considered minor and no concussion resulted. There was no markings on the head as well. The user reported poor sound quality with the device and has had degradation of speech via speech therapy session recordings. The user has been re-implanted.